Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address quadraceps rupture due to fall, urosepsis and infection. Doi: (B)(6) 2018; dor: (B)(6) 2018, left knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.